Manufacturer narrative:
The sara flex lift can be used to transfer the patient from one surface to another. In order to raise the patient and transfer to another surface using the lift, a few steps need to be completed, such as: patients place their feet on the foot plate, leg strap is attached to the leg support, hands are placed on the handles, sling which goes around the waist is attached to the lift lifting arm. In the reported event, the leg strap (a silicone strap) became loose and detached from the leg support on one side during the transfer. The patient, who was wearing sandals, moved his feet further on the footplate and the feet slipped off the footplate. The patient injured himself on the edge of the footplate. After the event, the device was evaluated by an arjo representative who found no fault with the device. The reported problem could not be recreated. The leg strap and the leg support were in good condition, undamaged. The lift was in very good condition. The instruction for use (IFU) for sara flex device contains a graphical images presenting how to attach the leg strap to the leg support. Product IFU states: ¿attached the leg strap to support the patient¿s legs, if needed. ¿ ¿to fasten the leg strap, attached it to the attachment point on either side of the leg support.¿ no device fault was found, the reported event is a singular occurrence. It is not known why the strap detached from the leg support. Based on the information collected, we concluded that the event was the result of series of unfortunate events leading to patient¿s serious injury. To sum up, the arjo floor lift was used during the patient transfer. The leg strap detached from the lift¿s leg support and from that perspective the product did not meet its performance specification. The complaint was decided to be reportable due to serious injury sustained.

Event description:
The customer reported that a patient with dementia was transferred using sara flex lift, which is a mobile standing and raising aid. The leg strap detached and the patient¿s feel slid of the footplate. Both big toe nails were bent. The toenails had to be removed.